Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported from last week it starting to shock them, felt like burning and its now 'creeping up their spine like a spasm'. Pt mentioned they are hurt real bad. Agent attempted to clarify if they felt the shock and burning when the stim is on or when charging the ins but pt said they cannot answer the question. Pt said they didn't have any changes in programming. Agent reviewed contacting the field for visibility. Agent advised pt to reach out to their healthcare provider (hcp) if they didn't got any response from the manufacturer representative (rep).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they no longer feel the burning and shocking, but they still want to meet with a manufacturer representative (rep). Pt says their healthcare provider (hcp) told them to contact a rep. Patient services sent another email to the field team asking them to call the patient back.